Event description:
It was reported that the device has sticking triggers. It was noticed during a case. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device has sticking triggers. It was noticed during a case. The procedure was completed successfully. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
Through functional evaluation, disassembly and visual inspection, the triggers were found to be deformed. There was no sign of run on. The affected component was replaced and other components were replaced as part of preventive maintenance. The driver passed all final inspection activities and returned to the account.